Manufacturer narrative:
The complaints of low, high voltage lead impedance and inadequate high voltage output, were not confirmed. As received, a connector portion of a partial lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed damages consistent with explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device detected a ventricular tachycardia (vt) episode. Therapy was terminated due to the low impedance on the right ventricular (rv) lead and possible circuit damage. The lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable following the procedure.